Event description:
The user received questionable albumin and alkaline phosphatase results for an unknown number of patient samples. Of the data provided for two patient samples, the albumin result for one patient sample was discrepant. The initial result was 3.7 g/dl and the repeat result on integra 800 (B)(4) was 4.3 g/dl. No erroneous results were reported outside the laboratory and no patients were affected. The albumin reagent lot number was 62566601. The field service representative determined there was damage to the reagent probe caused by cellophane under the albumin reagent pack. The cellophane caused the reagent pack to be slightly elevated and the reagent splash tray hit the pack resulting in the probe damage. He removed the cellophane, replaced the reagent probe and reattached the splashguard. To verify the analyzer operation, he tested the mechanism for proper clearances and performed a comparison of the affected tests with the other integra 800 with successful results. He performed precision testing and the user performed calibration and quality control with results within specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.